Event description:
The pt contacted lifescan alleging that their one touch ultra meter was prompting a "jr3" message. The message does not exist the possible list of error prompts listed in the owner's manual. The pt visited the hospital to inquire about the message prompt. The pt neither alleged harm nor experienced injury or medical intervention. No treatment was received. They were advised to contact lfs. The meter,test strips, and control solution were replaced.